Event description:
A proximal femur locking plate, implanted on an unk date, broke post operative and was removed on an unk date.

Event description:
Subject device was implanted for a closed left subtrochanteric periprosthetic femoral fracture along iwth bone graft.